Event description:
It was reported a device leak, and a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed and a 40mm watchman flx pro closure device was implanted. At the 45-day routine follow up; no leak was present. 219 days post index procedure, the patient presented to the hospital with stroke-like symptoms and was diagnosed with a stroke. Transesophageal echocardiogram (tee) imaging revealed that the there was a 3mm leak present in the zero (0) degree tee view that appeared possibly underneath the closure device. There was also thrombus present behind the closure device. The physicians placed the patient back on oral anticoagulation and will be re-imaged in a few months. The patient was sent home.

Manufacturer narrative:
B3 event date updated. B5: information added.

Event description:
It was reported a device leak, and a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed and a 40mm watchman flx pro closure device was implanted. At the 45-day routine follow up, no leak was present. 219 days post index procedure, the patient presented to the hospital with stroke-like symptoms and was diagnosed with a stroke. Transesophageal echocardiogram (tee) imaging revealed that the there was a 3mm leak present in the zero (0) degree tee view that appeared possibly underneath the closure device. There was also thrombus present behind the closure device. The physicians placed the patient back on oral anticoagulation and will be re-imaged in a few months. The patient was sent home. It was further corrected that the cva event occurred 204 days post index procedure.